Manufacturer narrative:
Flap thickness was verified and confirmed a 20 m too thin z-offset setting on the device. Log file review showed inclined offset in factory was+45. The inclined offset is at +20 which is unusually low and indicates a thinner cut in general. Clinical review stated the cases seem to be vertical gas breakthrough caused by to thin flaps. The root cause was determined conclusively as a wrong calibrated tool was used to calibrate the device. Wrong calibration of the tool leads to wrong z-offset setting on the device which is the cause for thin and therefore incomplete flaps. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A customer reported that the side cut in the left eye had a tag inferiorly during a refractive procedure. Additional information requested.